Manufacturer narrative:
Additional manufacturer narrative: regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. In this case, the minimally invasive avr procedure was converted to a sternotomy approach due to the observed pvl. There was no reported malfunction of the device. It was reported that the surgeon felt the pvl was due to the annular irregularity. The root cause of this event cannot be conclusively determined; the event was most likely due to patient related factors. The subject device was not returned for evaluation as there was no allegation of malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was learned that a patient with a 25mm 8300ab aortic valve was explanted at implant due to pvl. The explanted valve was replaced with a 23mm 11500a valve. Per the implant data card, there was no deficiency in the original device. Per the medical records, the patient underwent a minimally invasive aortic valve replacement. The native aortic valve was removed and replaced with a 25mm 8300ab valve. The surgeon noticed a large-sized perivalvular leak. The procedure was converted to a sternotomy approach. The surgeon felt this was due to the annular irregularity, which was likely leading to the large pvl. The decision was to explant the valve and replaced it with a 23mm 11500a valve. Echo showed no paravalvular leak with a normal prosthetic function. The patient was transferred to the ICU in stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrective data: corrected section: h6 (type of investigation, investigation findings and investigation conclusions).